Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedance in some levels was observed with the implantable neurostimulator. Medical or surgical intervention was needed to prevent permanent impairment of a function, and a review surgery was performed. Both extensions were tried in both cameras, and impedance levels were measured and compared to the previous device. The extension contacts were cleaned, dried, and re-connected multiple times, but the issue remained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that review surgery has not been scheduled yet and no other surgery has taken place yet. The physicians are trying to reprogram the patient with the poles that are ok. The strange thing is the variability of the impedances measurement for this patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high impedance in some levels. The extension contacts were cleaned, dried and reconnected multiple times in both cameras but the issue remained; the high impedance levels changed from one trial to another. The impedance problem was not present in the previous ins that was being replaced (all values were in range). Surgery was needed to prevent a permanent impairment of function. Additional information was received from a manufacturer representative (rep) reporting that the cause was not yet determined. Not possibly extension damage, because of improper handling, was reported and the impedances were ok with the previous ins. Both extensions were tested in both ins sockets, but high impedance poles differed from one to another socket. The issue did not resolve. Doctors wanted to wait to see if the impedances would go down post-op, which the rep does not have this information yet. The next step would be a review surgery with an extension test cable.